Event description:
It was reported that device was broke and something was wrong with the wiring. The patient reported that every time she ate or drank, she puked, nothing stayed down. It was noted that the health care provider turned off the implant on (B)(6) 2014. It was indicated that all issues mentioned have been ongoing since (B)(6) 2014. The patient stated that ¿she did not want them mailed to her because she "will be dead" by the time they get there.¿ the patient reported had a headache and couldn't write down names of heath care providers (hcp's) that was been provided. The patient later call back and stated that she took 3 small drinks and it all came up. The patient stated she had her device checked and the wire was bent or broken and stated that her device had been off since (B)(6).the patient also mentioned "water coming out her rear end" and reverse diabetes. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information indicated that patient was in a christmas eve brawl with a family member and was hit and the device needs to be replaced. It was indicated that patient brawl injured the neurostimulator (ins )per health care provider (hcp). No further details were given.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead, product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was puking a lot the whole time they had the stimulator and their health care provider (hcp) kept turning stimulation up. The implantable neurostimulator (ins) was shut off due to shocking on (B)(6) 2014 and was explanted on (B)(6) 2015. The hcp was supposed to send the ins in to the manufacturer. The indication for use for this patient was gastric stimulation.